Manufacturer narrative:
This is a malfunction that has been reported to fisher & pakel healthcare by a distributor in another country. The product is not sold in the USA but a similar product is sold in the USA. The device is currently en route to the MFR for investigation. No results and conclusions are therefore available at present. A follow-up report will be prepared and forwarded as soon as the device has been returned and investigation results become available.

Event description:
A hospital in another country, reported to our distributor that an rt200 adult breathing circuit was found to be an open circuit after 2 hours of use. Hospital staff replaced the breathing circuit which resolved the problem. No pt consequence was reported.